Event description:
Caller reported that a cartridge alarm 20 occurred during the load process. Blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer's blood glucose level. Customer successfully loaded a new cartridge with the assistance of customer technical support, using the proper load technique, and was able to resume insulin therapy. The issue was resolved without further incidents.